Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery in 2007 and presented on (B)(6) 2017 for bilateral enhancement procedure. Patient then presented on (B)(6) 2017 with ingrowth in both eyes. Flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2017. Bcva from (B)(6) 2007: right eye pre-op 20/20 -.50 x -.50 x 83, left eye pre-op 20/20 -.75 x -.75 x 92. Bcva from (B)(6) 2017: right eye post-op 20/20 1.50 x -.50 x 105, left eye post-op 20/20 .00 x -.75 x 85. Bcva from (B)(6) 2017: right eye post-op 20/60, left eye post-op 20/70. This report is for the intralase laser. A separate report is being submitted for the excimer laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.